Event description:
A caregiver reported that the adc device would not power on with the button pressed, strip insertion, or after battery replacement. As a result, the customer could not obtain blood glucose readings. The customer has hypoglycemia symptoms described as "pale, tremors and sweating ."the hcp provided juice and sugar for treatment. No other treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned for this complaint and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The serial number provided by the customer (B)(6) in the initial report was deemed invalid upon extended investigation and therefore section d4 has been updated to unk.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc device would not power on with the button pressed, strip insertion, or after battery replacement. As a result, the customer could not obtain blood glucose readings. The customer has hypoglycemia symptoms described as "pale, tremors and sweating ."the hcp provided juice and sugar for treatment. No other treatment was reported. There was no report of death or permanent injury associated with this event.